Event description:
Customer reportedly obtained results of 500 mg/dl on advantage system 1 and 133 mg/dl on advantage system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 1.